Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user informed station failed to be turned on and powered off when drawer closed, issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to turn on. A field service engineer (fse) disconnected the cabinet, and the station came on. Fse identified that the internal pyxie bus cable was rubbing on the sharp underside of the rear drawer panel of drawer 1 and shorting out on it. Fse then replaced the pyxie bus cable and dressed it, so it did not rub any sharp edge to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.